Event description:
The patient complained of left ear pain since recent battery replacement. Per the neurology pa, the patient went to an ent doctor who told patient that it was probably nerve damage during surgery. The pa offered to turn off the device but the patient didn't want to, so settings were left as is. The ear was tender to touch per the pa. It was noted that the pa does not feel that the vns device is causing the pain, since the lead was not changed during the procedure. No further relevant information has been received to date.